Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The soft-flex pediatric double pigtail ureteral stent needed to be explanted due to it disintegrating. Device portions were retrieved by the physician. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation/evaluation. During the course of the investigation, a review of the complaint history, instructions for use (IFU), and trends of the product was conducted. The following observations were noted during the evaluation: the device was returned in four separate pieces with yellowing along the shaft and the length was approximately 12cm between black markers. In addition, the device was reported to be a specific product number. However, that particular part number products are 14 centimeters long from curl to curl. The returned device was measured as 12cm. The device lot number was not returned. Therefore, a review of lot records could not be executed. It is possible that the incorrect part number may have been reported to the manufacturer by the user facility. Additional requests for clarification of the part number have been made. Unfortunately, no additional information has been provided to date. The product IFU states that the indwell time should not exceed 6 months for this product. Based on the provided limited amount of information provided, a definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
The soft-flex pediatric double pigtail ureteral stent needed to be explanted due to it disintegrating. Device portions were retrieved by the physician. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.